Event description:
It was reported that a device was used during a hemorrhiodectomy procedure. The device did not cut or staple the tissue when fired. Case was completed with hand suture. There were no consequences to the patient.